Manufacturer narrative:
(B)(4). The sample was not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The home patient (hp) was connected. The hp turned the hc off when the alarm occurred. The technical service representative (tsr) explained the alarm and told the hp to cycle power the hc machine. The tsr told the hp to call the nurse regarding the air detect alarm and any missed therapy. There was no obvious cause of the alarm. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that he had no idea how the air may have entered the lines. The hp did not notice anything unusual with the supplies at use. The hp reported the alarm to their registered nurse (rn). The hp was continuing therapy without any other complication. No further information was provided. There was no injury or medical intervention reported.